Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Pitted fixation of the periorbital connective tissue with the implanted plate. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. As the exact lot number is unknown the implant for the detailed examination is not available, it is not possible to verify the corresponding product documents or to undertake a material analysis. On the basis of the lack of information no conclusive assessment could be made this event was determined to be indeterminate. Placeholder.